Event description:
After crossing the lesion with a guide wire, pre-dilation was performed using a voyager catheter. The vision stent was implanted at 8 atm first, and the stent delivery system (sds) was deflated to see how the stent stretched. When an attempt was made to make a second inflation as post-dilatation, the pressure didn't increase properly. Then, the sds started to deflate, but the contrast material could not be removed out of the sds balloon completely, and it took a long time. The sds was finally removed out of the patient, and a leak was found in the shaft; the sds was removed from the patient partially inflated. No additional information was available.